Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while servicing the device, it was observed that the display screen was completely dark and did not display anything. It was reported there was no patient involvement at the time the issue was discovered. The asp replaced the liquid crystal display assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.